Event description:
In 2005, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch ultra meter was reading inaccurately high. The pt reported blood glucose results of "170 mg/dl" with the lifescan and "130 mg/dl" on the lab device, performed within 10 mins of each other. Between the tests, there were no intervention that would be expected to change the blood glucose. Based on statistical methodology the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care advocate verified that the meter was set to the correct unit of measurement and the calibration code was correct. The reporter was unable to confirm if the puncture area was cleaned correctly. The test strips were within expiration date, stored properly, and not opened longer than the discard date. Qc testing could not be completed, since the pt could not verify if the control solution was within expiration date. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.